Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the lead revision was at the patient¿s request. Patient complained of chest irritation from the lead location within the heart and wanted it replaced with a passive fixation lead. The patient¿s condition post procedure is stable.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during lead revision procedure, lead insulation damage was noted. Patient was recovering post-procedure. No additional information was available.